Manufacturer narrative:
UDI related data quality updates only: providing updated device identification information in alignment with gudid. Complaint record ID # (B)(4).

Event description:
N/a.

Event description:
It was reported that during intra-aortic balloon (iab) therapy, fiber optic sensor failure alarm occurred on the cardiosave intra-aortic balloon pump (iabp). The customer had already used the help screen to trouble shoot the alarm. They had also changed over to the transducer with an appropriate waveform, and had numbers after zeroing pressure. There was no patient harm or adverse event reported.

Manufacturer narrative:
Additional initial reporter: (B)(6) , rn. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Manufacturer narrative:
Updated field(s): initial reporter event site email occupation: bsn, rn, ccrn-csc assistant manager/educator. Device evaluation: the iab was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender and pressure tubing were also returned. A kink was found on the catheter tubing approximately 52.8cm from iab tip. Two kinks were found on the catheter tubing and inner lumen near the y-fitting approximately 75.9cm and 76.2cm from the iab tip. Additionally, the optical fiber was found to be broken within the membrane approximately 26.4cm from iab tip. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot of history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Complaint record ID (B)(4).

Event description:
N/a